Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, and the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip pad from the threads to the case seal. The battery cap threads were stripped and was unable to power on the pump. The test battery cap secured to the pump and powered it on. The pump was run for 12 hours with the test battery cap and no power losses or reboots occurred. Unrelated to the original complaint, the display was dim and faded with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.